Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on an unknown date was above 600 mg/dl with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history was not appropriate for the programmed basal rates due to known and expected causes: cartridge changes and the customer made changes to basal program. The patient was referred to a healthcare provider for diabetes management: change in nutrition and a separate medical condition or illness that caused the bg excursion. There was no indication or allegation of a pump malfunction. This complaint is being reported because the reported health event was attributed to a use error.